Event description:
The manufacturer received information alleging mold growing inside the machine, particles in tubing/chamber, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 24, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue the customer complaint long text, mold growing inside of the machine and particles in tubing/chamber issue related to a CPAP device. There was no report of serious patient harm or injury the device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed an unknown white, dust-like contamination and potential hair/fibers in iso (international standardization for organization) port. A white dust-like contamination and potential hair/fibers in air inlet and unknown white, dust-like contamination and potential hair/fibers in sd card area, unknown dust-like contamination and potential hair/fibers in modem area, light dust-like contamination inside of the blower motor. Black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Unable to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.